Event description:
It was reported that, during a meniscus repair with two(2) fast-fix, after the first activation (t1) the device released the two implants (t1& t2) and the threads, not finishing the meniscus suture. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data b2: required intervention to prevent permanent impairment/damage (devices) should be checked, other serious (important medical events) should be unchecked.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed they were not received in the original packaging. The t's and sutures were not returned for either device. Device one has a damaged depth straw. The actuator is in the pre-t1/post-t2 position. Device two has a bend on the needle/overlay. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed they both cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device and inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.